Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead has had varying amplitude and pulse width thresholds during the last few months since implant and there has also been an impedance decrease. The lead is still in use. No patient complications have been reported as a result of this event.